Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a clearlink continu-flo administration set had a luer activated valve missing from one port site was confirmed during sample evaluation. Visual inspection confirmed that the gland insert was missing from the third y site injection port. No other test was performed. The assignable root cause of the reported condition is unknown. Additional information: a batch review cannot be performed since there was no lot number provided. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility's pcc for the emergency room reported to baxter (B)(4) that a clearlink continu-flo administration set had a luer activated valve missing from one port site. The patient was reported to be bleeding from the port. This occurred during use. There was a patient involved, and there was patient injury reported, but it is unknown if medical intervention was performed. There is no additional information available at this time.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510 k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.